Event description:
The customer reported the system would not boot up. The fe noted there was a generator error at boot up and a "stator not on" error message. These errors will likely cause the system to shut down un-commanded. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.